Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker prematurely separated from the delivery catheter post-helix fixation. The leadless pacemaker remained adequately implanted. Inspecting the delivery catheter post-implant, the tethers were noted to be misaligned. There were no patient consequences.